Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 1 commissure, thus leading to a gap at the coaptation region. No visible inconsistencies were noted in the x-ray. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
Serial number was found after dismantling of the device on 03/29/10. The serial number search through (B) (4) found duplicate file (B) (4), therefore this is not a complaint. Please reference duplicate complaint manufacture report number 2015691-2010-12805.

Event description:
A device was received under complaint number (B) (4) from (B) (6), rn, (B) (6), however the device for this complaint was previously received and the complaint was closed. The device appears to be an edwards device of unknown model and size. Calls were placed to (B) (6) for clarification and an e-mail was sent to the sales representative. The sales representative does not have any information on this returned valve.

Event description:
The neuron tip was found flattened in the package. The physician requested it be replaced.